Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2025 and it tested positive for >100 cfus in the suction channel and <10 cfus in the air/water channel of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction: b5 - describe event or problem: from: it was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on december 15, 2025 and it tested positive for >100 cfus in the suction channel and <10 cfus in the air/water channel of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. To: it was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on december 15, 2025 and it tested positive for >100 cfus in the suction channel and <10 cfus in the air/water channel of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. D1 - brand name: from: evis exera iii gastrointestinal videoscope. To: evis exera iii colonovideoscope. D2a - common device name: from: gastrointestinal videoscope. To: colonovideoscope. D2b - procode: from: fds. To: fdf. D4 - model #: from: gif-xp190n. To: pcf-hq190l. D4 - primary UDI number: from: (B)(4). To: (B)(4). G4 - PMA/510(k) #: from: k123317. To: k192793.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for >100 cfus in the suction channel and <10 cfus in the air/water channel of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.